Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 4.0x18 mm xience skypoint stent delivery system (sds) was attempted to be advanced through a 6fr non-abbott boosting catheter. There was resistance and the xience skypoint sds could not advance through the catheter and the devices could not be removed so they were removed together as a unit. Once outside the anatomy it was noted the distal part of the xience skypoint stent was completely compressed into the central section of the stent balloon. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. The observed stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported material deformation, difficult to advance, difficult to remove and observed stent dislodgement could not be determined. Factors which may contribute to difficulty advancing/removing the device in the guiding catheter include, but are not limited to, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that procedural technique (devices not properly supported or coaxially aligned) during advancement and retraction of the device, as resistance was noted, may have caused the reported difficulty to advance and difficulty to remove through the guide catheter, contributing to the reported material deformation (bent, flared and stretched stent struts), ultimately causing the observed stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.